Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The site was very experienced and they follow all the steps that needed. There was no patient injury.